Event description:
End user called in and stated that the casters continue to spin on her carpet and she believes that caster may be worn down. End user stated there were no injuries associated with the incident.